Manufacturer narrative:
No material number was provided; therefore a device history record (DHR) review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the DHR review. A risk review was completed and confirmed that the event of additional surgery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The no problem detected investigation conclusion code was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews.

Event description:
This supplemental report is being filed to provide additional information for the h11 section of tab h. Device manufacturers only. It was reported that it was difficult to place this electrode. The electrode tip had moved post placement. The patient previously had a sternotomy done. Now, the doctor tunneled very low to where the sternum dipped down. However, the tunnel did not follow the dip in the sternum. The top four centimeters of the electrode got further and further from the sternum. The tip of the electrode was in the breast tissue and moved considerably with postural changes. The next day, another procedure was done. The doctor made a third incision and successfully retrieved and sutured the tip onto the sternal plane. The electrode remains implanted. There were no additional adverse patient effects.

Event description:
It was reported that it was difficult to place this electrode. The electrode tip had moved post placement. The patient previously had a sternotomy done. Now, the doctor tunneled very low to where the sternum dipped down. However, the tunnel did not follow the dip in the sternum. The top four centimeters of the electrode got further and further from the sternum. The tip of the electrode was in the breast tissue and moved considerably with postural changes. The next day, another procedure was done. The doctor made a third incision and successfully retrieved and sutured the tip onto the sternal plane. The electrode remains implanted. There were no additional adverse patient effects.